Event description:
About 1 liter into a stem cell collection procedure the donor experienced sniffing, sneezing, itchy throat and coughing. The procedure was stopped and the donor was given benadryl 50 mg and tums. The symptoms were relieved and the procedure was restarted. The donor completed a 12 liter collection without further symptoms. After the procedure the donor left the center and had no symptoms. This was an allogeneic donor with an allergy to sulfur indicated. This was the fourth in a series of direct donations to a matched cancer patient. The donor has been given five days of neupogen treatments at 480 mg each to stimulate stem cell growth before the donations began.